Event description:
It was originally reported that the patient never experienced therapeutic effect. She had a decrease in therapeutic benefit at night time. She had at least 3 appointments with her doctor or company representative in regards to her device. It was later reported that prior to her trial she urinated nocturnally 8-12 times. No matter what program with the implanted ins she urinated 5-6 times nocturnally. Not all of the electrodes responded at implant so there was no stimulation in certain areas. Sometimes "it hurts and she can feel it when she moves" which was not good energy. She turned her ins off at night for 1 week to see if it would make a difference. She had 2 nights of urinating 6 times, 1 night of urinating 9 times and 1 night of urinating 5 times. The health care provider confirmed that there were no impedance issues. The patient has not followed up with her doctor since 4 new programs were added.

Event description:
Additional information was received that reported the patient still had concerns regarding their device or therapy but they were working with their doctor or company representative. The patient noted they had been in to see their nurse three times, but no details or dates of the visits were listed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot# v794133, implanted: 2011 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).